Event description:
A (B)(6) yr old male pt in the (B)(4) study had a type I endoleak at the conclusion of the deployment procedure on (B)(6) 2012. The pt was being treated for a 6.6 cm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. Both iliac arteries had mild tortuosity, mild calcification, and no occlusive disease. The pt received a main-body device, a right iliac leg, and a left iliac leg. There was no difficulty deploying any of the components. No other devices were placed and no other procedures were performed. A molding balloon was used, but no details were provided regarding its use. At the conclusion of the procedure, the device was patent with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. On (B)(6) 2012 (7 days post-procedure), the pt underwent a secondary intervention due to a proximal type I endoleak. Extension components were placed, but the type was not identified. The 1-to-6-month f/u imaging was done on (B)(6) 2012 (8 days post-procedure) and showed that the device was patent with no external compression, flow-limiting kinks, thrombus, or endoleak. No further info has been received.

Manufacturer narrative:
Expiration unk as lot is unk. (B)(4). Device manufacture date unk. Event eval: still under investigation.